Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged. When the lead was explanted, it was noted that the lead had an -overbent- shape. The lead was replaced.